Event description:
Pt's wife called djo surgical and reported her husband is experiencing a squeaking noise coming from his hip. The pt had a CT scan which shows what could be possible mechanical failure with liner. At this time, the pt has not been revised.